Event description:
The manufacturer received information alleging the device cable is damaged and the conductor wire is exposed from the damaged part. The device can still be charged and the patient continued to use it. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported the device cable is damaged and the conductor wire is exposed from the damaged part. The device can still be charged and the patient continued to use it. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The previous report incorrectly states the report had to remedial action and recall number. The remedial action information and recall number information has been updated.

Manufacturer narrative:
The manufacturer received information alleging the device cable is damaged and the conductor wire is exposed from the damaged part. The device can still be charged and the patient continued to use it. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Further information was received stating the device was discarded on 1/14/2025 due to the end of lease. A final report is being submitted. If new information becomes available, a follow-up/supplemental report will be completed.